Event description:
Indications: common variable immunodeficiency, unspecified; nonfamilial hypogammaglobulinemia spontaneous call: patient reported the pump stopped working during last week's infusion. Pt was able to infuse all but 20 ml of medication, after which pump no longer pushed syringe, and no medication would infuse. Pt then started noticing blood in tubing and infusion area hardened. Pt stopped infusion. Pt is experiencing no side effects, and just wanted a new pump so that she could administer her infusion this week. Pt experienced blood draw back and infusion was stopped. Area has healed and pt is in no distress. Pt will consult md about infusion experience. Pump is available for return. New pump was shipped to pt. Reported to (B)(6) by pt/caregiver.